Event description:
According to the reporter, intra operatively, the device was able to fire but the distal staple line was incomplete. The device's I beam went up forward when the surgeon squeezed the trigger but the stapling failed on the distal part. They used another cartridge to fix the staple line. There were no patient details listed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.